Manufacturer narrative:
The device had no button error alarm. It was received with no button response due to corroded act button keypad trace. The button keypad connector was found closed properly during visual inspection. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No frozen screen was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 236 mg/dl. The customer could not get the time to change. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.